Event description:
It was reported that the rate setting on the external pulse generator was inaccurate. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to confirm the customer comment that the rate setting was inaccurate. Analysis did find that the lower case and the ring cover were broken. (B)(4).

Manufacturer narrative:
Approximately  6 weeks ago, a field corrective action was initiated for the suspect medical device noted in section d which may involve intermittent performance of certain pacing functions.

Event description:
It was reported that the rate setting on the external pulse generator was inaccurate. The generator was returned for service. No patient complications have been reported as a result of this event.